Manufacturer narrative:
Date of event: unknown. The awareness date has been used for this field. Returned to manufacturer on: unknown. The investigation date has been used for this field. (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for 71490 with the incident lot was observed.

Event description:
It was reported that bd vacutainer® lh pst¿ ii plus blood collection tubes had gel along the inner tube wall. No serious injury or medical intervention reported.